Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent direct stenting in a 55 mm lesion in the saphenous vein graft (svg) with three xience v stents, two 4 x 28 mm and one 4 x 18 mm. On (B)(6) 2011, the patient was hospitalized with shortness of breath and underwent percutaneous coronary balloon angioplasty for a 90% stenosis and a 60% stenosis within the 4.0 x 18 mm stent and revascularization for new lesions in the proximal second obtuse marginal which was treated with a promus stent and in the mid svg to proximal first obtuse marginal which was treated with a non-abbott stent. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience v 4.0 x 28 mm (x2); other: clopidogrel, aspirin. (B)(4): incorrect anatomy, no pre-dilatation, indication for use, and use after expiration. There was no reported product deficiency. The reported stenosis is listed in the xience v instructions for use (IFU) as a known adverse event associated with coronary stenting. It should be noted that the IFU states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. The xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28mm) with reference vessel diameters of 2.25 mm to 4.25 mm. It is not likely that the lack of pre-dilatation or implantation in a saphenous vein graft lesion greater than 28mm caused or contributed to the reported patient effects that occurred after the index procedure. Although the product and its packaging were not returned, a review of the label attachments for the lot history record revealed an expiration date (use by date) of november 5, 2008, which is 365 days (or 1 year) as specified in the product specification at the time this lot was manufactured. This confirms that the product was labeled correctly. Based on the reported information, the product was used 8 days past the labeled expiration date. However, in march 2009, commercially available xience v product in the us received approval for a 2 year shelf life. So, although the specific unit involved in this case was expired at the time of use (labeled with 1 year shelf-life); a portion of this lot had been relabeled with the approved 2 year shelf life, having an expiration date of november 5, 2009. The expiration date of the product is important for the sterility, efficacy and performance of the device. It should be noted that the xience v IFU states: use by (expiration) date on the product label. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.